Event description:
A webform complaint was received in which it was reported a customer received a sensor error message "sensor ended" after less than fourteen (14) days of use with the adc device and was unable to obtain readings. The customer required treatment with insulin/glucagon or other medication provided by a non-healthcare professional (non-hcp). No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state sensor 7 with event log 11, 224, and 227 and sensor state 8 with event log 9 are an indication that the had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The returned sensor was further investigated and de-cased; however, sensor was damaged during the de-casing leading to the data not being able to be extracted. De-soldered the battery and soldered a known good battery to printed circuit board assembly (pcba). Attempts to read the sensor was unsuccessful. Performed a visual inspection on the returned sensors pcba, observed that the molex connector had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Adc is unable to continue the investigation as sensor is no longer in its original condition or a condition to perform functionality testing. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a sensor error message "sensor ended" after less than fourteen (14) days of use with the adc device and was unable to obtain readings. The customer required treatment with insulin/glucagon or other medication provided by a non-healthcare professional (non-hcp). No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.